Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils migrated and embedded in the wall of the uterus") and embedded device ("one of the coils migrated and embedded in the wall of the uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), fatigue ("fatigue") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy, bilateral salpingectoiny, and cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, embedded device, menorrhagia, fatigue and dyspareunia outcome was unknown. The reporter considered device expulsion, dyspareunia, embedded device, fatigue and menorrhagia to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / one of the coils migrated and embedded in the wall of the uterus / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), fatigue ("fatigue"), dyspareunia ("painful intercourse\dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, fatigue, dyspareunia, pelvic pain, abdominal pain, metrorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy- date(s) of removal: (B)(6) 2016. Received treatment for pain- dyspareunia (painful sexual intercourse), pelvic/ abdominal, metrorrhagia (bleeding b/w periods), migration, perforation uterus. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new events- pelvic pain, abdominal pain, metrorrhagia, hair loss were added. Previous events device expulsion and embedded device were clubbed with newly added uterine perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure devices') and uterine perforation ('uterine perforation / one of the coils migrated and embedded in the wall of the uterus / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse\dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy with bilateral salpingectomy and hysterectomy full, salpingectomy bilateral, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, uterine perforation, pelvic pain, abdominal pain, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, embedded device, fatigue, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy- date(s) of removal: (B)(6) 2016, (B)(6) 2016. Received treatment for pain- dyspareunia (painful sexual intercourse),pelvic/ abdominal, metrorrhagia (bleeding b/w periods), migration, perforation uterus. The essure was placed on the left first. Four coils were visible. The second implant was placed in the right tube. Two coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure devices') and uterine perforation ('uterine perforation/one of the coils migrated and embedded in the wall of the uterus/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse\dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy with bilateral salpingectomy and hysterectomy full, salpingectomy bilateral, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, uterine perforation, pelvic pain, abdominal pain, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, embedded device, fatigue, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrptency: date(s) of removal: (B)(6) 2016, (B)(6) 2016 received treatment for pain- dyspareunia (painful sexual intercourse),pelvic/abdominal, metrorrhagia (bleeding b/w periods), migration, perforation uterus. The essure was placed on the left first. Four coils were visible. The second implant was placed in the right tube. Two coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on an unknown date: negative. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: event embedded essure devices added. Reporters and rcc note added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.